Manufacturer narrative:
Evaluation results: (based on the information available, root cause cannot be determined). Evaluation conclusion: (based on the information available, root cause cannot be determined). (B)(4).

Manufacturer narrative:
Incorrect technique/procedure (failure was due to a possible improper handling during inflation - possible over inflation of balloon).

Event description:
Device analysis: traces of dried radio opaque solution were detected inside the inflation lumens. The device was separated in three parts and analyzed separately: distal part (balloon), proximal part (hub) and shaft. No analysis could be performed to the shaft due to occlusion by dried solution. The inflation lines of the distal part were connected by needles. The ends of the lumens in the proximal portion were closed by cyanoacrylate adhesive. To detect the leakage source, the upper semi-shell of the hub was removed and pressure was applied to the proximal inflation line using the vaclock filled with red water, however no traces of the red liquid used for balloon inflation was noticed over the luer bonding zone of the inflation lines. Negative pressure was applied on both inflation lines by connecting a vaclock syringe filled with water to the lateral luers. No leakage was detected on both bonding of the lateral luers and the proximal shaft welding. The proximal balloon surface was stressed close to the inflation line both balloons were then tested by inflating them with red water to 10mm (proximal balloon) and 6mm (distal balloon). The shape of the proximal balloon was not spherical due to the stressed part. No leakage or pinhole was detected after 30 minutes of inflation. After deflation, a part of the liquid remained in the balloon stressed part.

Event description:
It was reported that a physician was attempting to use a mo.ma ultra device to treat a lesion in the ica of the carotid artery with aortic arch type I. It was reported that the mo.ma device proximal cca balloon would not fully deflate after the procedure. The balloon deflated 99%. There was a little pocket of contrast left in the balloon that could be seen under angiography. There were no adverse patient issues. The device was removed safely.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.